Manufacturer narrative:
One 14f fast-cath introducer sheath was received for evaluation. The dilator and guidewire were also received. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, at one side of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown.

Event description:
During an transcatheter aortic valve implantation (tavi) procedure, a fluid leak occurred. After placing the sheath fluid began to leak from the hemostatic valve of the sheath. The device was replaced with a non-abbott device and the procedure was completed with no adverse patient consequences.